Manufacturer narrative:
This complaint is still under investigation.

Event description:
Litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt chromium meal liner has caused large amounts of toxic cobalt chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, the patient has been experiencing severe pain and discomfort and inflammation in his right leg; popping and clicking sound in his right hip, sensation the pinnacle hip is unstable and will give out on him, inability to walk moderate or long distances; inability to sleep on his right side without severe pain, inability to sit for moderate to long periods of time, metallosis, cobalt-chromium metal toxicity, infection, loss of consortium and other complications. Patient residence: (B)(6). Update: (B)(4) 2012 was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).